Manufacturer narrative:
Additional manufacturer narrative: calcification of implanted valves may occur over a period of time. Calcification that interferes with valve function may require intervention. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a (B)(6) patient with a 3300tfx21mm valve implanted in the aortic position underwent intervention for a valve-in-valve procedure after an implant duration of six years and six months due to calcification leading to stenosis. The patient presented with shortness of breath. An edwards transcatheter valve was successfully implanted within the existing surgical device using the transfemoral approach. The patient was noted as to be doing well and recovering.

Manufacturer narrative:
Added information to b7, d4 and h4. Updated b5 and h6. H10: additional manufacturer narrative: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Based on the information available, the most likely cause is patient factors, including but not limited to diabetes mellitus.

Event description:
Edwards received notification that a 67 years old patient with a 3300tfx21mm valve implanted in the aortic position underwent intervention for a valve-in-valve procedure after an implant duration of six (6) years and six (6) months due to calcification with reduced mobility and thickened of the leaflets leading to stenosis (peak/mean of 80/45 mmhg, velocity 4.2 m/s and 1cm2 valve area) and mild regurgitation. The patient presented with shortness of breath. An edwards transcatheter valve was successfully implanted within the existing surgical device using the transfemoral approach. The patient was noted as to be doing well and recovering.